Event description:
The customer reported that in 2006, at 30 minutes into the treatment, the staff noticed the pt's venous needle had pulled out, and a pool of blood was under the chair. The estimated blood loss was 400 ccs. The pt became hypotensive and rec'd 400 ml of saline. The treatment was terminated and the pt's blood pressure responded and was 117/40 mmhg, post-treatment. The pt was transferred via emergency medical services (ems) to the hosp, and as of two days later, she remains hospitalized.